Event description:
It was reported that the st holster firing pin has fallen off of their st holster and the blue cables gray sleeve will not lock into the unit. There was no pt consequence reported, the case was completed using the sales rep demo unit.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the blue/green cable and the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer. Blue/green cable and lemo connector blue seal replaced.